Event description:
The reporter stated black specks were noted stuck to a cq2015a collamer aspheric three piece lens in the vial. The lens was not used and there was no pt contact. Another lens was implanted.

Manufacturer narrative:
(B)(4). Black specks stuck to lens. Eval method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method: device history record review results: a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. The lens was analyzed by a contract laboratory who determined the particles to be mainly calcium carbonate. Based on the morphology, the particles appear to be smoke or combustion residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4): lens evaluated by contract laboratory.